Event description:
New information states that patient expired shortly after implant, due to cardiogenic shock. Patient presented to the clinic with low urinary output and hypotensive. The cardiogenic shock worsened with the patient lying flat on the operation table. It was reported that the patient¿s death was not related to the device and that the patient was hemodynamically unstable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.